Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." And the patient's "mesh was removed and replaced." Medical records were not provided and it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an abdominal hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huwa0560 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to repair the hernia defect and remove it and the patient's mesh was removed and replaced. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." And the patient's "mesh was removed and replaced." Medical records were not provided and it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, dehiscence and bowel obstruction thereby underwent removal of mesh. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no.), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date) this supplemental emdr represents the mesh ¿ ventralex (device #1). Additional emdr's were submitted to represent the ventrio mesh (device #2) and mesh - ventralex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an abdominal hernia. A bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huwa0560 was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to repair the hernia defect and remove it and the patient's mesh was removed and replaced. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified and excess sac was removed. Then a ventralex mesh was placed and sewn in place using sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #2). Per operative notes, ¿the hernia sac was cleaned off and the old ventralex mesh (device #1) was part of the hernia sac. The excess sac was removed and a ventrio mesh was sewn in place using sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia, bowel obstruction and dehiscence thereby underwent open repair with the implant of ventralex mesh (device #3) and removal of ventralex mesh (device #1) and ventrio mesh (device #2). Per operative notes, ¿the old ventralex mesh and ventrio mesh were removed and a new ventralex mesh was sewn in place using sutures.¿ (B)(6) 2013 - patient was diagnosed with enterocutaneous fistula with abdominal wall cellulitis, abdominal pain and drainage has started to seep out of incision thereby underwent open repair with removal of infected ventralex mesh (device #3). Per operative notes, ¿there was succus and bilious wound drainage and the ventralex mesh was removed. Inflammation was noted and the rest of the wound was mostly just granulation tissue. Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.